Event description:
The service report shows that the ventilator became inoperative while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The nellcor bennett customer support engineer (cse) verified malfunction and replaced the appropriate parts. The unit then passed extended self testing.